Event description:
On (B)(6) 2010 the lay user/reporter, (B)(6), contacted lifescan to report the onetouch ultramini meter was displaying the "apply sample" icon. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6) 2010 at 8:00 pm the patient noted the reported meter continued to display the "apply sample" icon; she did not obtain a blood glucose reading. Thirty minutes later, the patient experienced the symptom of shaking. The patient tested her blood glucose level using another meter, and obtained a result of 56 mg/dl. The patient administered self-treatment by drinking orange juice; she did not seek any medical attention. Troubleshooting revealed the patient's testing technique and test strips were correct. The issue was not resolved. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting hypoglycemia after she was unable to test her blood glucose level due to the meter issue, and received treatment with food. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.